Event description:
"Keloid scar" developed after laser hair reduction treatment to "axilla."

Manufacturer narrative:
The user facility did not want to provide treatment information. The date of the treatment is unknown. The laser has been evaluated and repairs completed for separate, unrelated issues.